Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2021. The symptoms at presentation were redness and drainage. There was a (B)(6) culture for staph infection, and blood cultures were negative. The patient was treated with cefepime and vancomycin for 2 weeks, then discharged on (B)(6) 2021. Following the initial 2 weeks of treatment, the symptoms resolved. The patient was started on doxycycline for treatment of the chronic infection. The patient would continue care as an outpatient and follow up with the infectious diseases department.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.